Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of MFR arjo hosp equipment (B)(4). (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2012-(B)(6): "after bath was completed in rhapsody bath, the tub was lowered and alenti was raised to take resident out of tub (unsure how long the tub was?). Two hca's were removing resident out of tub, both hca's on left side of tub. While removing resident from tub, resident was agitated and reached out with his left hand and grabbed a rab bar. Alenti seat was over rim of tub and resident's feet and ankles were still in tub. Resident forcefully pulled on grab bar and tipped chair over, hitting against the side wall, sustaining major injury. Both hca's assisted in removing resident from chair and immediately called for assistance. (B)(4)'s had difficult time removing the safety belt. Emergency response was initiated and ambulance was called. Ambulance attendants took resident from scene and transported resident to hosp."